Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that have been experiencing syncope and stated that this was also happening before they got the pacemaker and that is the reason they got the pacemaker. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.